Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported spots on the screen of the pump and the pump rejected a new battery. The customer's blood glucose at the time of the event is unknown. The customer did not complete troubleshooting. The pump will not be returned for analysis.